Event description:
A malfunction was reported on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue recurred, which the caller understood and acknowledged.